Event description:
It was reported that the patient was experiencing discomfort and non-target stimulation in the ribs, despite reprogramming. Imaging revealed lead migration. The patient underwent a revision procedure wherein the lead was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 7125733.